Manufacturer narrative:
(B)(4). Initial report: (B)(4), (importer) is submitting this report on behalf of (B)(4) (manufacturer). This report has been identified as (B)(4). It was initially reported that a patient had contracted (B)(6) (MDR# 2523676-2014-00247). After a follow up telephone call with the facility on (B)(6) 2014, b braun (B)(4) learned that two patients were diagnosed with (B)(6) in (B)(6) 2014. As a result of the additional information a second MDR (MDR# 2523676-2014-00282) has been filed in reference to complaint # (B)(4). According to the facility, both patients were infected with the disease most probably in (B)(6) 2014. The two patients were treated on the same dialog+dialysis machine after a patient suffering from (B)(6) had been treated. It was further reported that between therapies a decalcification procedure was performed on the machine. In addition, a citric/thermal disinfection was performed at the end of the day. None of the patients that dialyzed on the same dialysis machine on an alternative schedule, were affected. All information regarding this reported event was forwarded to the equipment manufacturer (B)(4). According to their report, the investigation focuses on the device-related possibilities of cross-infection, which include, the connection points of the extracorporeal system (blood lines) to the pressure sensors of the device, connection of the extracorporeal system to the fluid system of the device (dialyzer membrane) and other possibilities of direct entry into the extracorporeal system during priming and patient disconnection. The inspection of the complained dialog+ dialysis machine performed on-site by the b braun (B)(4) technician showed that the device operated as intended, it did not show any malfunction. The investigation does not give any evidence that the dialog+ machine was related to the transmission of (B)(6).

Event description:
Imp - (B)(4).